Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent left inguinal hernia repair surgery in (B)(6) 2017 and mesh was implanted. It was reported that the patient was admitted to the hospital in (B)(6) 2017 due to lower left stomach pain and gradually increasing pain to surgical site. The problem was believed to be with the large intestine. It was reported that the patient underwent revision surgery and inguinal hernia repair surgery on (B)(6) 2018 during which the surgeon noted mesh had been completely integrated into all soft tissue in the groin. The mesh was attempted to be explanted but would not unless a complete orchiectomy was performed. The entire area around the mesh was inflamed. It was reported that in (B)(6) 2019, the patient was having extreme pain on both sides of the groin and was informed that the mesh would have to be removed as the pain was caused by infection and a pinch nerve under the mesh. It was reported that the patient experienced pain in left groin and testicle. No additional information is provided.